Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was allowed 4 boluses per day and the pump controller was ¿messed up¿. The caller stated that they charged the communicator yesterday, but when attempting to administer a bolus, they received a message stating ¿ensure the controller is working or powered on and it is charged" and it was not working, it was not doing anything. Currently, the caller was seeing a ¿not found communicator¿ message on the handset. From the ¿not found communicator¿ message, the agent had the caller press ¿retry¿. The caller stated that they were still seeing the ¿not found communicator¿ message. The agent had caller press ¿switch communicator¿ but they received a prompt to restart the application. Caller received ¿alert connection interrupted. The connection to the pump was interrupted and the session was ended - you must exit and restart the app (service code 389 - connection interrupted - communication manager was not started correctly)¿ message. The agent had the caller restart the application. The caller then attempted to connect to myptm but continued to receive the ¿not found communicator¿ message. The agent had the caller reset the communicator and retry, but the same message appeared. The agent had the caller close all applications, turn airplane mode 'on' and 'off' and the caller confirmed that the bluetooth and location were enabled. After closing all applications again, launching myptm, and attempting to connect, the caller still saw the ¿not found communicator¿ message. The agent had the caller turn off both the handset and the communicator, then turn them back on. The caller attempted to connect to myptm and mentioned it takes a couple of minutes to connect. The agent had the caller cancel the connection, clear the data, close all applications, relaunch myptm, attempt to connect again, and the caller confirmed they were able to connect to the pump and deliver the bolus. The agent reviewed information. It was noted that the troubleshooting steps that were taken on the call resolved the issue.